Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cartridges were not returned for eval; therefore, the exact cause of the arterial pressure alarms cannot be determined. Occasional alarms during hemodialysis treatments are not unexpected and should not result in a blood loss if user instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Reporter informed nxstage that a pt had arterial access pressure alarms occur during two routine hemodialysis treatments a couple of months prior that could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc for each of the treatments. No medical intervention was required.